Event description:
Multiple attempts to withdraw the synchro 2 soft select microwire into the microcatheter were unsuccessful as the wire appeared to be stuck in the right middle meningeal artery anterior division branch. 10 mg of intra-arterial verapamil was administered into the right external carotid artery as significant vasospasm was suspected. However, multiple additional attempts to withdraw the microwire were again unsuccessful. More traction was put on the wire and eventually the mid portion of the microwire appeared to fracture within the microcatheter. The proximal portion of the microwire was removed from the microcatheter and inspected on the back table. The proximal half of the microwire appeared to be stretched and stripped of it's outermost layer. A synchro 2 support select microwire was then advanced through the microcatheter with an attempt to push the remaining fractured microwire into the right external carotid artery or right middle meningeal artery. However, this was unsuccessful. The microcatheter was then removed.